Event description:
It was reported that balloon rupture occurred. The target lesion, which was 85% stenosed, was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at its rated burst pressure. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues identified with the hypotube shaft. No kinks or damages. To the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 2.1cm balloon tear. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 85% stenosed, was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at its rated burst pressure. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.